Event description:
The customer observed one patient with a falsely depressed sodium result on the architect c8000 analyzer. The following data was provided: initial 117, repeat 140 mmol/l. There was no impact to patient management reported. The customer observed a cuvette and washer leaking and replaced the parts.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and service to the instrument. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified. Troubleshooting recommendations included inspecting the cuvette washer and the customer observed leaking cuvette washer nozzles (needles). The issue was resolved by replacing the poppet valve set (ln 09d36-02).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).